Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test as he received ER-6 message on the display of his adc blood glucose meter. Customer further reported that on (B)(6) 2018, he was at the emergency and was diagnosed with hypoglycemia. Customer received unspecified medical treatment at the emergency. No further information was provided and attempts to gather additional information have thus far been unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Per device documentation, the xceed meter will perform in accordance with specifications for a period of no more than 4 years from the original date of purchase. As the manufacturing date of this product is before 2010, it has been in distribution beyond its useful life. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities on the meter are required. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported being unable to test as he received ER-6 message on the display of his adc blood glucose meter. Customer further reported that on 20-sep-2018, he was at the emergency and was diagnosed with hypoglycemia. Customer received unspecified medical treatment at the emergency. No further information was provided and attempts to gather additional information have thus far been unsuccessful. There was no report of death or permanent impairment associated with this event.